Event description:
The patient's mother reported that the patient experienced blood glucose ranging from 4.6-16.4 mmol/l (83-295 mg/dl) beginning sometime in 2009. The patient's normal blood glucose level is 8 mmol/l (144 mg/dl). At 8:00am in the next day, the patient found that the infusion tubing was disconnected from the infusion device at the luer connection. The patient's mother changed the infusion set and at 9:00am the patient's blood glucose measured 5.6 mmol/l (101 mg/dl). The infusion set had been in use about 5 days prior the event. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.